Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized into emergency room due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of incident. The customer also reported other blood glucose level such as 95 mg/dl. The customer was treated with injection through vein, sandwich and cheese stick for low blood glucose level in the hospital. The insulin pump will not be returned for analysis.